Event description:
It was reported that patient presented to clinic with an adverse event of infection. Subsequently, the implantable cardioverter-defibrillator (ICD) system, including the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads, was explanted. The infection was considered likely related to the device upgrade procedure performed on (B)(6) 2026. The patient was stable throughout.